Event description:
It was reported by the rep the (2) tvc55 and the (1) tlc75 were used during a gastric bypass procedure. The firing knob would not advance at all. The or staff tried a different reload. The instrument would not fire. There were three more attempts and all were unsuccessful, the instruments would not fire. The surgeon used a pair of "kelly's and played with the cam mechanism enabling the instrument to fire. There was no consequence to the pt. 8/3/1999 spoke with or manager, who stated that four tvc55 devices were used and also one additional tvr55 reload with each tvc55 and that all had the same issue (would not fire). Or material manager further stated that she had no further info about the type of problem experienced with the tlc75 device, if any.